Event description:
Customer reported that the nurse was changing the syringe; prior to unscrewing the hub from the syringe, the tubing slid off the hub of the set. Customer states it was possible the tubing was over-tightened to the syringe, which could have caused the hub to break off, so they have warned staff about proper technique for attaching tubing to the syringe. This oncology patient was severely immuno-compromised. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.